Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and siemens determined that quality controls (qcs) were within expected ranges on the day of the event. Siemens evaluated the data provided by the customer and determined that there was no indication of an instrument malfunction; there were no process errors or quick check failures on the instrument on the day of the event. The cause of the discordant, falsely low glu result was potentially due to a sample specific issue; the sample aliquot was potentially compromised due to the presence of fibrin, micro-clots, and/or cellular debris impacting proper aspiration. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s) and was considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.